Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) experienced oversensing and electromagnetic interference. It was also reported that the icm experienced undersensing during detected pauses. The icm remains in use. No patient complications have been reported as a result of this event.